Manufacturer narrative:
This product was not commercially released for distribution. As a result, no unique identifier (UDI) # exists for this product.

Event description:
It was reported that the insertable cardiac monitor (icm) was disabled, yet a transmission was still received afterward. Technical services reviewed the case and determined that the battery depleted rapidly due to what appeared to be a high and continuous drain. The icm remains in service; no adverse patient effects were reported.